Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ezprime operation was performed with no issues occurring. The units remaining were correctly calculated during testing steps. A review of the black box shows alarms and warnings indicative of typical pump use. Using the patient's settings with the I:c ratio of 1:20, an ezcarb bolus was entered using 200 grams of carbohydrates, and the amount was accurately calculated at 10 units. The bolus was successfully performed and was accurately recorded in the pump histories. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that calculation for boluses were incorrect. The patient's mother claimed that the pump was calculating 0.0 units for meal boluses regardless of the carbohydrate total entered with a normal blood glucose value. At the time of the call, the reporter did not have the subject pump available for review. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.